Event description:
Had lasik surgery in both eyes approx 15 years ago and I got seasick on (B)(6) 2016. The following day a circular area developed in my right eye vision field which seems to be red cells collecting around the flap of the surgery area and it seems to have a small bubble trapped under the flap. .